Event description:
The affiliate is reporting that the surgeon was performing an arthroscopic sub-acromial decompression, and excision of distal clavicle. He was using a side effect electrode and handpiece. After the surgery was completed, it was discovered that there were approximately 4-5 large burns on the pt's shoulder in the vicinity of where the surgery had taken place. The 'burns' were dressed by the dr with a surgical gauze dressing.

Manufacturer narrative:
The complaint device has yet to be returned for eval. Furthermore, no lot number have been supplied by the complaint facility, which prevents a batch record review from being conducted and also precludes a lot specific search in the mitek complaints system for other similar complaints for this part. As such, we can not determine what may have caused the user to experience the reported incident. We are currently still reviewing documentation and photos of the burns and gathering lot numbers. The condition of the electrode is currently unknown. When and if the complaint device is rec'd here at depuy mitek it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause, a follow-up report will be filed.